Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). An evaluation is in process.

Event description:
The customer observed falsely elevated results while using architect anti-hbs reagents. The following data was provided. Sid (B)(4) anti-hbs 75 iu/l (B)(6), not repeated. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Abbott link world wide data was used to evaluate historical product field performance. The lot number was unknown and the evaluation included data from december 10, 2017 to june 9, 2018 with reported results less than 10 iu/ml (nonreactive). Seventeen different reagent lots were included and the overall patient median result was 0.43 miu/ml. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.